Manufacturer narrative:
D9. Concomitant product listed in d10 was returned on apr-29-2026 and available for evaluation. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial #: (B)(6), ubd: 19-nov-2025, UDI#: (B)(4), product type: accessory h3. Analysis of the communicator found the micro usb charge port was loose/rattling. The device passed battery charging bench test and passed jabil final functional test. The device was taken out of service/scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that starting earlier this week, the communicator was rattling or something loosened out of it when they shook it. The patient also stated that they had been having problems charging it; they tried a different cable and they didn't know if it was the port for the cable connector. A request was sent to the repair department to replace the device.